Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: corrected: g1 (manufacturing site name). H3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable device history review (DHR): part: 07.702.016s. Lot: 5a53791. Manufacturing site: werk selzach. Supplier: (B)(4). Release to warehouse date: 09 jan 2025. Expiration date: 01 jan 2028. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that this was a percutaneous vertebroplasty(l5) for compression fracture on (B)(6) 2025. After mixing the synflate cement, the viscosity was checked 12 minutes later, and injection began while observing the lateral view. 1.0cc was injected first into the left, then 1.0cc on the right, at which point the frontal view was checked. As there were no problems, injection continued and an additional 0.2cc was injected into the right, at which point a line-like image appeared outside the vertebral body in the image. The injection was immediately stopped and checked, and five thin lines, approximately 6cm long, were confirmed in succession from the vertebral body. Although it was not possible to confirm this, they were likely veins, so all cement injection was stopped. No abnormalities were found in vital signs. After confirming that the cement had hardened, the wound was closed and the surgery was completed successfully within 30mins of delay.

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional manufacturer narrative: d4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, 510k is not available.